Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an end to end anastomosis in a gastric bypass procedure, the device is difficult or unable to close. They used a new device to complete the case. There was no patient injury.